Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable where they were able to duplicate the reported disappearing image issue. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 28-sep-2017 and is past the one (1) year factory warranty. The customer was advised to replace their smart cable as their device was no longer under warranty and is not serviceable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently and show colors on the display. The customer indicated the procedure was completed with a backup glidescope go video monitor. The length of time to prepare the second device was not reported. No harm to the patient or user was reported.